Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the endovascular treatment of the patient. It was reported that approximately a year and 5 months later, a CT scan identified a type ia endoleak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.